Manufacturer narrative:
Product event summary: analysis confirmed the reported event; stylus component failure. Analysis also found the left keyboard hinge was broken. It was noted error was found in the programmer software history.

Event description:
It was reported the stylus pen was broken. The programmer was returned for service. No patient complications have been reported as a result of this event.